Event description:
It was reported that the patient was brought in for a pocket revision about three months after implant due to device migration and device position causing patient discomfort. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652, lead, implanted (B)(6) 2014. (B)(4)